Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the valve was received in its original packaging jar submerged in clear solution. All leaflets were flexible and intact; no damages were observed. All leaflets were in a closed position. All commissures were intact. A bent strut was observed on the outflow crown adjacent to the c paddle. The reported frame fracture was confirmed. The fracture was found on the strut adjacent to paddle 1. Post market engineering was notified of the observation to initiate additional investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, upon unboxing, a distortion in the valve frame was observed on the outflow side's strut. Subsequently, an attempt was made to load the distorted valve into the delivery catheter system (dcs). As the paddle was attached to the paddle attachment, a frame node overlap on the outflow side just below the paddle was observed visually. The valve was soaked in room temperature saline and cooled in an attempt to rectify the shape of the frame. This was unsuccessful, and the strut remained distorted. A new valve was loaded into a new dcs and implanted in the patient. Following the procedure, the distorted area of the valve "broke" when attempts were made to pinch or pull it to see if it could be corrected. No patient complications were reported as a result of this event.